Event description:
Per the clinic, the patient developed a severe infection at the external and middle ear (non-device related) and subsequently was treated with IV antibiotics (specific date and duration not reported). The infection and IV antibiotics treatment was reportedly unrelated to the cochlear implant. The surgeon then examined and found the electrode lead was extruded out of the tympanic membrane and into the external auditory canal. A full insertion was confirmed during implantation surgery and the excess lead of the electrode array was positioned superior in the mastoid cavity. Subsequently, the device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.